Event description:
Review of the download data for a (B)(6) male pt revealed several battery charger faults. Zoll customer support contacted the pt and issued him a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation contamination was discovered on the charger/modem battery board. The root cause for the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement battery charger/modem.